Event description:
The customer reported via phone call that she was hospitalized about three weeks prior to the call. Blood glucose level at the time of admission was below 20 mg/dl. The customer also reported having a blood glucose level of 417 mg/dl the day before the call. The customer stated that she treated with the insulin pump. The customer reported that the insulin pump recently had a no delivery alarm during manual priming. The customer was unable to troubleshoot due to this being a past incident. Blood glucose level at the time of the incident was 212 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.